Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose levels and a hospitalization. The customer states there was an emergency room visit because of their blood glucose levels being over 500mg/dl. The customer's current blood glucose levels were unknown. The customer states being off the pump for two days and having no backup plan. The customer states the 911 call was for diabetic ketoacidosis. The customer called back and reported no issues or assistance needed. Nothing is being returned or replaced at this time.